Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found near the distal end of the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that blood was found in the helium tube after the intra-aortic balloon catheter (iabc) was implanted. The balloon was suspected broken. As a result, the catheter was removed, and a new catheter was used. It was reported that the patient had complications of "aggravation of heart failure. The patient required furosemide and sodium nitroprusside. A death was reported. Doctor hongmin zhu, made the medical judgment that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that blood was found in the helium tube after the intra-aortic balloon catheter (iabc) was implanted. The balloon was suspected broken. As a result, the catheter was removed, and a new catheter was used. It was reported that the patient had complications of "aggravation of heart failure. The patient required furosemide and sodium nitroprusside. A death was reported. Doctor (B)(6), made the medical judgment that the device did not cause or contribute to the patient's death.